Event description:
A malfunction was reported by the customer, identified as malfunction code 12, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, as the customer had not reset it within the last 24 hours. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and instructed to contact support again if the issue reappeared. The customer acknowledged and understood these instructions.